Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system came very close to a magnetic resonance imaging (MRI) machine while not in MRI protection mode. Electromagnetic interference from the MRI machine was oversensed. Technical services advised no inappropriate therapy was provided. This crt-d remains in service. No adverse patient effects were reported.